Manufacturer narrative:
An event of heart block during the implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient previously had bifascicular block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the device was implanted 4mm from the non-coronary cusp, which is deeper than the optimal 3mm depth and could have contributed to the reported heart block. Based on available information, a root cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 14 november 2023, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, patient had ventricular fibrillation (v-fib) and heart block. The navitor valve was successfully implanted and the final implant depth was 4mm non-coronary cusp (ncc) and 6mm left coronary cusp (lcc). At the end of the procedure, the patient required a temporary pacemaker. On 15 november 2023, patient required a permanent pacemaker implant. Patient required prolonged hospital stay for monitoring of rhythm. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.